Event description:
Event: (cc# 98-00738) after iabp for 24 hours, the iab leaked and the iab was removed. No second iab was inserted. As a result of the event, the patient had to go to surgery and have a thrombectomy. The following was reported to datascope on 6/30/98: the machine alarmed "check iab catheter - gas loss". No blood was noted in the tubing. The catheter looked fine. The pump was changed. Ten minutes later, blood was noted in the tubing and poor augmentation was noted. Doctor was notified. Balloon augmentation was decrease to 1:3. Half hour later, the iab was removed without difficulty. At this time, the patient had no pedal pulses. A vascular surgeon was consulted. The patient went to the o.r. For embolectomy and exploratory surgery. The iab was not available for evaluation. The iab was finally returned to datascope for evaluation on 8/21/98 and the following was reported: the patient went to the o.r. For an embolectomy. The patient's hemodynamics were okay after the event. The patient eventually went to rehabilitation. On 3/8/99, datascope was notified that the patient had major ischemia. [Event complications]: thrombectomy - rpt'd 6/15/98; major ischemia - rpt'd 3/8/99. [Patient's current status]: discharged-rpt'd 3/8/99.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 9/4/98).